Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with (B)(4). Device was performed and passed. Share log review found no transmitter error in the log on within the investigation window. The customer complaint was not confirmed because there was no indication of a transmitter failed error. The customer complaint was not confirmed because of the transmitter failure error was found in the log. The reported event of a failed transmitter